Event description:
It was reported that during routine testing "hi" status on channels 1, 2, 7 & 11 was found which was not evident on past measures. These channels were deactivated from the map. During mcl measurement of the remaining channels, the pt noticed that the stimulation pulses would "disappear" but returned upon pressure or re-adjustment of the coil. This same thing occurred even though the processor and coil cable were swapped out. It also occurred when stimulating through the dib coil (which was used to rule out programming cable problem). Magnet retention was reported as good. Sound was stable and good in live mic mode. Testing was repeated and results revealed "hi" status on channels 1, 2, 4, 7 & 11. When repeated one more time, the original channels showed "hi" and status on channel 4 was "ok" with normal impedance.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.